Event description:
It was reported a cat underwent an oophorectomy veterinary procedure in (B)(6) 2025 and suture was used. During the procedure, problem: loosening of a dozen vicryl plus vcp452h (exact number not known) during the suture of the abdominal wall, after a few tissue passages and without exerting excessive pressure, the needle became detached from the thread. This problem occurred on about ten vicryl plus vcp452h (exact number not known). The surgeries could be completed, using a new wire, without affecting the animals. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.